Event description:
It was reported that the md inserted the sheath into the patient's left femoral artery. When the md began to insert the intra-aortic balloon (iab) through the sheath, it became stuck. A request was made for further information.

Manufacturer narrative:
(B)(4).